Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6) 2019:

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 kit. During the procedure, the physician completed two passes using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra guide catheter. The physician then successfully completed another pass using the jet7 and a non-penumbra stent retriever. After completion of the third pass, the jet7 and the stent retriever were removed. The physician then noticed that the tip of the jet7 was expanding when flushed. It was also reported that the braiding at the tip of the jet7 looked damaged. The procedure was completed after removal of the jet7 and the stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 kit. During the procedure, the physician completed two passes using a penumbra system jet 7 reperfusion catheter (jet7) and an 8f guide catheter. The physician then completed another pass using the jet7 and a non-penumbra stent retriever. While preparing for the fourth pass, the physician noticed that the tip of the jet7 was expanding when flushed. Therefore, the jet7 was not used for the remainder of the procedure. It was reported that the braiding at the tip of the jet7 looked damaged. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.